Event description:
During an angioplasty procedure, when the physician was advancing the stent delivery system the shaft kink, and then broke. There was no patient injury reported with the event.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed.